Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory analysis revealed that the outer silicone insulation of returned segment of lead is abraded through exposing conductor coils, approximately 6.7-7.4 cm from terminal pin. The abrasion is smooth and has a bit of spiral, possibly due to lead-on-lead contact. This finding could have contributed to the clinical observation.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Event description:
Boston scientific received information that the first signs of this atrial lead deterioration began in 2008 with the pacing impedances being low and out of range. The atrial lead impedances varied for the next three years between 200 and 600 ohms. Noise was also recorded on the right atrial lead which resulted in mode switching. Overtime, the noise on the atrial channel became more frequent casing mode switching resulting in the counting of frequent atrial fibrillation episodes of short duration. In addition, an increase in atrial pacing thresholds was noted. A system upgrade was scheduled. A revision procedure was performed and the right atrial lead was explanted. This lead will be returned for analysis. No adverse patient effects were reported.